Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 127 mg/dl at the time of incident. The customer also stated that the insulin pump had failed battery alarm. Customer was able to clear the alarm and able to rewind the insulin pump. The customer also stated that they performed the self test but they were not able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test alarm noted during testing or in the pump trace download. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the insulin pump trace download due to broken trace at pin 6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.